Event description:
It was reported the patient had a seroma. The patient had a fluid filled area roughly 40 cc in size that developed on his back. It was reported by a health care professional (hcp) the patient's catheter was leaking which was confirmed with an MRI although the leak location was not known. It was also reported the patient had granulomas removed from his spine in the past and 20% of one still remained. The hcp turned the patient's pump off because he planned to remove it. It was later reported the patient had a catheter revision in (B)(6) 2010 and the patient had "gone downhill" since then. Additional information received reported the cause of the event was due to a catheter tip granuloma and a catheter leak. A catheter break, tear, or hole was reported. The patient experienced increased back pain and decreased therapeutic efficacy. It was reported the patient's pump and catheter were explanted; the date of explant was not reported. Patient outcome was reported as non-serious injury/illness. It was initially reported the device system was used to deliver clonidine and dilaudid, but it was later reported the device system was used to deliver clonidine, dilaudid, and baclofen. Information later received from the patient's hcp reported the device system was used to deliver dilaudid and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711 lot#, serial# (B)(4), implanted: (B)(6) 2010: product type catheter. (B)(4).